Event description:
Pt reported a memory discrepancy of actual result 91 mg/dl and memory stored value of 235 mg/dl on the compact test sys. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the sys. Technical support requested the return of the suspect prod and replacement prod was shipped.